Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/5/2022 additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch pgb908 batch pgb887 a manufacturing record evaluation was performed for the finished device batch pgb908 , 8735h20 and no non-conformances were identified. Mfg. Date - 6/4/2019 exp. Date - 5/31/2024 a manufacturing record evaluation was performed for the finished device batch pgb887 , 8735h20 and no non-conformances were identified. Mfg. Date - 6/4/2019 exp. Date - 5/31/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and suture was used. The suture broke during surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/13/2022 additional information: d9, h3, h6 additional information was received: according to sales feedback , the correct lot number is "pgb908" or "pgb887". H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one 8735h sample was returned with two needle/suture pieces and a folder. After investigation of the suture; the suture pieces were examined for visual inspection and the tip of the sutures were noted to be damaged (cut). As per IFU states that with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.